Manufacturer narrative:
The service engineer replaced the cpu tray cover, verified that the issue was resolved, and placed the device back in service.

Event description:
Philips received a complaint on the v60 indicating that the inside of the central processing unit (cpu) tray cover had a broken clamp that secured the screw on one of the legs. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The reported issue was found during bench servicing, where the authorized service provider (asp) found that the central processing unit (cpu) tray cover needed to be replaced as the cpu tray cover had a broken clamp that secured the screw on one of the legs. Per initial good faith effort (gfe) response received, the service engineer stated that the device arrived at bench repair with a broken leg, causing instability. The service engineer opened the cpu tray cover to check the extent of the leg damage and observed that the cpu tray cover was damaged. The investigation is ongoing.